Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone and compounded bupivacaine both with unknown doses and concentration via an implantable pump for malignant pain and cancer pain. It was reported on (B)(6) 2019 the patient presented to the emergency department (ed) and examination revealed a seroma at the catheter insertion site. There was no signs of infection. The patient's white blood cells were within normal limits. An ultrasound (us) revealed no signs of an abscess. The patient was instructed to apply pressure dressing to the site. On (B)(6) 2019 the patient presented to the ed over the weekend. A cerebral spinal fluid (csf) leak was confirmed by the ed and the patient was scheduled for an emergent catheter revision. In the operating room, a bend in the anchor was observed. A purse string was placed around the catheter and fluid was aspirated from the site. The outcome of the event was noted as ongoing. The device diagnosis was bend in the catheter anchor and the clinical diagnosis was lumbar site seroma secondary to csf leak. The patient's baseline weight was not collected. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was lumbar site. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6)2019. No further complications were reported/anticipated.